Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - expiration date, d9 - date returned to mfg, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the small cloudy spot left lower/broke is confirmed due to blur spot on optical due to cracked and chipped optical lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid scope had small cloudy spot left lower/broken.

Event description:
It was reported that the subject device had broken components. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.